Event description:
It was reported that a female patient who had a 450cc mentor memorygel breast implant experienced right sided rupture and capsular contracture post procedure. As a result, explant is planned for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 450cc mentor memorygel breast implant experienced right sided rupture and capsular contracture post procedure. As a result, explant is planned for (B)(6) 2022.

Manufacturer narrative:
Additional information was received on january 20, 2022. The capsular contracture was baker grade iii. Bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 3, 2022. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the breast implant was received ruptured and in two (2) parts with an area of shell abrasion within the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).